Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a rise in shock impedance measurements from 65 ohms around implant to over 100 ohms. No shock impedance values were reported to be out-of-range. Adipose tissue buildup was thought to be the cause of the rise in impedances. Surgical intervention was performed, and the s-ICD was explanted and disposed of. No additional adverse patient effects were reported.